Manufacturer narrative:
Based on information obtained, decision is not reportable as no intervention was taken on the lead.

Event description:
Additional information indicates that no surgical intervention was undertaken for this lead.

Manufacturer narrative:
Date of event is estimated. Additional information has been requested but not yet received.

Event description:
It was reported that the patient experienced auto reducing. X-ray imaging revealed migration of one lead. As a result, surgical intervention may be undertaken to address the issue.